Event description:
The account reported that while performing a polypectomy, a small micro-perforation occurred in the patient's colon wall. The doctor stated that there was a large blanched area at the polyp site. The electrosurgical generator (esu) was set to forced coag mode at 25 watts. The perforation was patched in surgery and the patient is fine.